Manufacturer narrative:
The lead is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that five days post implant, the patient implanted with this right ventricular (rv) lead presented to the emergency room complaining of chest pain. The rv lead had perforated the heart wall causing a pleural effusion. A chest tube was placed. Three days later surgical intervention was performed and the rv lead was explanted and replaced with a competitor lead. The patient was later discharged having made a full recovery.